Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 510 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly was not delivering insulin properly, causing insulin leakage onto the skin. The pod cannula was not properly seated into the infusion site (leg). As treatment, a new pod was applied.